Manufacturer narrative:
(B)(4) . The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event for seventeen days. Treatment for the event was not reported. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was recovering from the event. No additional information is available.